Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) identified that the customer logs off and back into the cubex application, after which the medication was issued successfully. The customer was advised to perform a logoff and login if the issue occurs again. The system functioned as intended after the customer resolved the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue hydrocodone/apap 5/325mg tablets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.